Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in " gif/cf/pcf- 290 series operation manual chapter 3 "preparation and inspection ", and preventative measures in "gif/cf/pcf- 290 series reprocessing manual chapter 5 "reprocessing of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a white crystallized contamination in the air/water channel and jet channel. There were no reports of patient involvement.